Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported he customer received a ¿replace sensor¿ error message while wearing the adc freestyle libre sensor. The customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was treated with gel glucose package by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported he customer received a ¿replace sensor¿ error message while wearing the adc freestyle libre sensor. The customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was treated with gel glucose package by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.